Manufacturer narrative:
Investigation summary: bd received a 24 gauge nexiva unit along with a 10ml syringe and a miscellaneous needleless connector for evaluation. A review of the device history record could not be performed as the reported lot was unknown. As this report was for an issue with the nexiva unit it will be the primary focus of this investigation. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the nexiva unit. Next, a water/air leak test was performed and no leakage was observed coming from the unit. Then, the provided syringe was used to flush the device to see if there was any occlusion present in the extension tubing. Fluid and air bubbles were seen moving from the luer adapter to the flashback chamber indicating that no occlusions were present. Finally, the unit was inspected under a microscope to see if there was any damage that couldn't be identified with the naked eye but no damage or abnormalities were found. Based off the visual inspection and testing the engineer was unable to identify any defects with the returned unit. Since no defects were found a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ nexiva 24ga catheter broke. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported 3 more nexivas were reported broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ nexiva 24ga catheter broke. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported 3 more nexivas were reported broken.